Manufacturer narrative:
Pump was received with a blank display. Unable to verify failed battery alert/battery failed alarm and perform the self test, sleep current measurement and active current measurement due to a blank display. Unable to download pump traces and history file using thump due to a blank display. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. Corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. Blank display was confirmed due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify failed battery alert/battery failed alarm, perform the required testing, download pump traces and history file using thump due to a blank display. Blank display was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a blank display. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported receiving a battery failed alarm. The customer reported that battery cap contacts and battery compartment are not damaged or corroded. The customer received another battery failed alarm after inserting a new battery. The customer completed a pump restart and inserted another battery. The battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned.